Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during an examination the day after a venaseal closure system procedure, the glue had extended to approximately kabnick class iii in the egit classification. There was no challenges or deviations related to location of catheter tip prior to initial delivery of adhesive. Regarding the blood vessel diameter near the saphenofemoral junction (sfj), it was not extremely narrow/thin, and a distance of 5cm was maintained. Compression of gsv was performed. The patient was prescribed an anticoagulant drug. Doac prescription was given and follow-up. Due to asymptomatic, they consider discontinuing the prescription. No thrombus was noted and no thrombus extended from the sfj.